Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that time is approaching for device replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device displayed premature battery depletion; six months ago, the voltage measurement indicated longevity of three years. "Today," the longevity is at nine months. The device remains in use and no patient complications have been reported as a result of this event.